Event description:
The pt reportedly had an infection at the implant site post implant surgery. The pt was hospitalized. The pt had recovered. Advanced bionics is in the process of gathering more info. Once add'l info is received a supplemental report will be submitted.